Event description:
The lens looked bent upon opening the lens carrier. The lens was not used.

Manufacturer narrative:
This form was completed by the manufacturer. Device component failure: lens haptic.